Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 400 mg/l. Customer had just started on the insulin pump at this time and was not using auto mode at the time of the high blood glucose. Customer reported that the cannula bent and even falling off, tape not sticking. Customer declined troubleshooting. The insulin pump will not be returned for analysis.